Event description:
A nurse reported that the system occludes easily during 'hard' cataract procedures with two systems. The surgeon also reported that during setting 2 the system already gave occlusion without anything at the tip. Because of this, he needed to switch to setting 3. In surgeon's opinion this can cause capsular tear risk. The patient impact is unknown. Additional information has been requested but not received to date. This is one of two medical device reports being filed for this facility.

Manufacturer narrative:
A service visit was performed and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).